Manufacturer narrative:
UDI: the product code, catalog number and lot number of the device were unknown; therefore, the gtin is unavailable. The brand name of the device is unknown. The manufacturing location was unknown. Device manufacture date is unknown. The device serial or lot number is unknown. PMA/510(k) number is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was noted that an unidentified cutter was stuck inside of the cutter lock spindle. It was noted that the cutter was broken off below the laser marking and identification of the cutter and the not number could not be identified and the rest of the cutter was not sent in. The assignable root cause was determined to be due to excessive force during use which is user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the attachment device had an object stuck inside possibly a burr. During an in-house engineering evaluation, it was reported that a cutter device was stuck and broke inside the attachment device. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.